Event description:
It was reported when the device was used during the gastrectomy procedure, it fired an incomplete staple line. The case was completed using sutures. There were no patient consequences.